Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a trial lead on (B)(6) 2012. The patient called the physician complaining he had been experiencing blurry vision starting the night post procedure. A neurologic exam was done and found his left pupil was not reactive to light and his left arm reflexes were normal. However, the right side had decreased right brachioradialis and biceps with trace. Extraocular movements intact exams were normal. The patient requested to have the leads explanted. After about 10-15 minutes of no stimulation, the patient's pupilary reflex returned to normal. His prior fascial drop also returned to normal. Next day follow-up on the patient indicated, he continued to experience blurry vision and also reported being afebrile with episodes of diarrhea and vomiting. The patient is working with his physician to resolve the symptoms.